Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were found recorded in history. During analysis, the customer's stated problem could not be repeated during testing. The downstream occlusion (dso) will be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached alarm. No adverse effects were reported.